Manufacturer narrative:
This case is a duplicate of pr (B)(4) with MDR 3030677-2021-12217. The investigation is pending.

Event description:
It has been reported that the device is failing self-test.

Event description:
It has been reported that the device is failing self-test.